Manufacturer narrative:
The reporter indicated the removal took place due to facet arthrosis. Based on clinical team feedback, the devices positioning could impact this facet condition thus it was conservatively determined that the device may have contributed to the injury and need for surgical intervention. The surgical intervention was completed with no further indications of complications.DHR review could not be completed as part and lot numbers were not provided. Complaint history determined the rate of complaints was improbable and acceptable based on the risk assessment. Risks associated with facet arthrosis have been identified and determined to be acceptable through mitigation or because the device benefits outweigh the risk. No device was retrieved for evaluation as the patient requested to keep the device. Clinical feedback suggests that the devices anterior-posterior positioning and center of rotation can affect the facets at the index and adjacent levels. Positioning of the device too far anterior can create an axis of rotation that will impact the facets. This condition could not be confirmed with x-rays from the case which the reporter did not have or provide. The investigation could not determine a cause for this complaint. The cause for this complaint is unknown. This submission is for 1 of 1 devices involved in this event.

Event description:
A patient underwent prodisc c device explantation on (B)(6) 2021 due to facet micro motion and arthritic changes. There was no indication of problems with the prodisc c device. It is conservatively assumed that the device may have contributed to the need for surgical intervention. The implant positioning can affect the facets if the positioning is too far anterior. This condition could not be confirmed without x-rays to show the device positioning. X-rays were not available and not provided for the investigation. The prodisc c device was replaced with an unknown plate and cage to convert the patient to a fusion. The prodisc c device was implanted on an unknown date in 2013.